Manufacturer narrative:
Additional information in d9, h3, h6. H10: two (2) actual samples were received for evaluation. A visual inspection with naked eye noted a bent patient line tubing located at the patient connector on both samples. Functional testing including leak, clear passage, and clamp function testing was performed with no issues noted. The reported condition was verified. The cause of the condition was due to a packaging issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice cassettes had "patient line¿s hard plastic cream piece (connector) which inserted into the tube was not pushed in all the way and sealed properly". This was noticed during set up of peritoneal dialysis therapy. The patient contacted renal technical support and was advised to change cassettes and start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.